Event description:
Based on the information provided, the rod inserter ((B)(4)) broke at the tip during a scheduled removal procedure, causing a delay in the surgery. The patient is in good condition.